Event description:
It was reported via repair work order that the bed was stuck up in elevated position due to malfunction cpu and it was also reported that lift coupler was stripped. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.